Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One 26g catheter was returned for review and breakage was visually confirmed at the inverted triangle of the silicone portion of the catheter. A possible cause for the catheter breakage could be related to excessive tensile/pulling force that could be related to patient activity, catheter securement techniques, improper maintenance, or advancing/removing the catheter despite resistance. Additionally, application of excess pressure can weaken the catheter tubing. This can happen as a result of flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter with excess pressure, etc.). All catheters (100%) undergo inspection during manufacture. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
PICC line broke. The PICC was indwelling in the patient when the issue occurred. Tpn and il 20% was being infused at the time. There was no patient harm. The catheter was secured by placing steri-strip over the oval then tegaderm to cover up to oval, steri-stip placed in a chevron pattern around the line extending from the top of the oval down over the oval on top of tegaderm, then a ster-strip on top.